Event description:
It is reported that the pt was revised after experiencing drainage from surgical site.

Manufacturer narrative:
Eval summary: according to the operative notes from the revision, the pt "felt a pop and developed a severe amount of drainage from his hip". This occurred approx 2 weeks after the primary hip replacement. The femoral stem and acetabular component were not removed. The operative notes from the primary surgery reported that there were no intraoperative complications. The operative notes from the revision reported that the pt was doing prior to the "pop" event. The adverse event report notes that this complication is not related to the devices. Therefore, it is unlikely that the implants were the cause of this event. Based on the info provided, it is not possible to determine a definitive cause with certainty. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.